Event description:
It was reported that the insulin gauge was inaccurate. No additional information was provided. There was no reported impact to the customer's blood glucose (bg) level.

Manufacturer narrative:
Device not returned